Event description:
This incident was initially reported to sunrise medical on (B)(6) 2014. The end-user had called to report that he was riding in his wheelchair and ran into a curb causing him to fall out of the wheelchair and onto the ground. The end-user stated that his front foot plates were set low at the time he crashed and that the impact of the foot plates hitting the curb is what caused him to fall. The end-user did not report any injury at that time and was only calling to record the incident and get connected with a dealer that could repair his wheelchair. The end-user called back on (b)(46) 2014 to report to sunrise medical that he had pain after the fall and went to the doctor on (B)(6) 2014 and was diagnosed with 4 broken ribs.

Manufacturer narrative:
The end-user stated that (B)(4) made repairs to his wheelchair. He also stated that his foot plates were adjusted to sit at a higher setting so that they would have more ground clearance. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.